Event description:
Initial reporter indicated that their handheld was not able to communicate with the patient's generator and was freezing upon interrogation. The handheld contained 7.1 programming software. The handheld was unplugged and the after a flashcard reinsertion with soft reset the patient was reinterrogated successfully.